Manufacturer narrative:
Date of implant is unknown. Date of explant is unknown. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. The event of an explant was reported to abbott. The patient's devices were explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that that patient underwent surgical intervention at unknown date for unknown reason wherein the entire system was explanted.